Event description:
The customer reported that cuvette fluid splashed onto a laboratory technician¿s eye when she cut the cuvette film on the dimension exl 200 instrument. The technician immediately washed her eye and visited the ophthalmologist. The technician was diagnosed with conjunctivitis and was given antibiotics. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a technician was exposed to cuvette fluid while cutting cuvette films on the dimension exl 200 instrument. The dimension exl 200/dimension exl with lm operator¿s guide indicates ¿ensure to cut between two cuvettes to prevent spilling fluids from a sealed cuvette¿ and ¿the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures¿. The technician was not wearing glasses or a face protector while performing maintenance on the instrument, which contributed to event. The instrument is performing according to specifications. No further evaluation of this device is required.